Event description:
During the incoming inspection of the device, the unit would not power up. Several days later, the device reportedly powered up properly with no add'l observed failures. The complainant indicated that there was no pt involvement in the reported malfunction.